Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a pulse lead hi-pot test. The cause for the test failure was isolated to an intermittent open connection in the cable that connects the distribution node to the front therapy electrode. The root cause for the intermittent open connection could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.